Event description:
Complainant indicated that while preparing to treat patient (age & gender unknown), the device powered up without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.